Event description:
The patient was implanted with a vented electric ventricular assist device (lvad). It was reported by the perfusionist that the patient called 911 due to receiving a yellow wrench alarm followed by a red heart alarm and the display module showing a power limit advisory and low beat rate. Waveforms were submitted for analysis and anomalies were noted indicating a possible motor issue. The patient was placed on pneumatic support using an ip console and stroke volume limiter (svl). Approximately two weeks later, a decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.